Manufacturer narrative:
This report is a response to medwatch report mw5095091. Proximate concepts performed a manufacturing record evaluation (mre) on the lot of inplant funnels provided in the original medwatch report. The mre concluded that all inplant funnels in lot 040220 were manufactured in accordance with documented specifications and procedures. As a result of proximate concepts' investigation, the cause of the adverse event cannot be traced back to the inplant funnel. As such, this complaint will be closed. Manufacturer's reference number: (B)(4).

Event description:
On 06/17/2020 a surgeon submitted a voluntary report to the FDA (mw5095091) regarding an adverse event that occurred 11 days post breast augmentation surgery. The date of surgery was (B)(6) 2020. According to the surgeon, the patient presented with a draining wound on her right breast, night sweats and chills. The surgeon took the patient back to the or for a washout and implant replacement. The surgeon noted significant inflammation inside of the pocket.